Event description:
It was reported that the patient's device is not working well. No further details were provided on what this meant. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Information was received from the physician noting that the device "not working well" was referring to increased seizures & low battery. The physician believes the increase in seizures was due to low battery. The generator was replaced. The explanted generator was likely discarded per hospital policy. No further relevant information has been received to date.